Event description:
On (B)(6), the reporter called animas alleging that the pump shut down by itself last night and was without power when the patient woke in the morning. The reporter stated that this is the second time the pump has powered off like this. The battery cap was reportedly changed about one month ago. The reporter confirmed that the battery cap is tightened down until resistance is met. The pump was reportedly unavailable for troubleshooting at the time of the call; it is unknown if there was an alarm for low battery and/or replace battery. The reporter stated there was a blood glucose excursion which did not meet animas' criteria for reportability. The battery was changed in the pump this morning when it was found powered off, and rebooted appropriately. The pump is already being replaced due to keypad damage. There is no reported adverse event associated with this complaint. Animas customer support attempted to contact the reporter in follow up, but was unsuccessful. This complaint is being reported because the cause of the power issue remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed several power resets. The battery cap was found to be stripped, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was found not to securely tightly to the pump causing power loss. A new test battery cap was used for testing purposes. The pump was exercised for 24 hours with test battery cap with no power issues. The pump cover was removed and there was no moisture or damage found to the battery flex. Unrelated to the complaint, the keypad was found to be lifting around the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up arrow keypad button was found to be intermittently responsive and required excessive force to elicit a response. Visible contamination was found under the key contacts. Also unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.